Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was returned for investigation. Vyaire medical received ltv 2200 p/n 22690-001-99 s/n (B)(6) version 01.08. Visually inspected the unit and found screws and washers to be missing on both upper and bottom boots. Also normal use wear can be seen on the exterior of ventilator. Powered unit into service mode, downloaded/ reviewed power on self test (post) and events trace. Found no issues during review. Switched modes into service and allowed unit to warm up. Continued by removing and inspecting o2 blender assembly p/n 15079-001 s/n (B)(6) 0288 rev. Af, found no physical damage or signs of misuse. The reported fio2 problem was duplicated and isolated to o2 blender assembly p/n 15079-001 s/n (B)(6) , solenoid 1 output port on manifold is obstructed with dust/metal debris preventing o2 flow. Cause of dust metal debris is extended wear on solenoid plunger and solenoid body.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 2200 ventilator in which the fio2 (fraction of inspired oxygen) via external analyzer was much lower than the fio2 that was set on the vent during patient use. Furthermore, there was no patient harm reported associated with the event. Unit was swapped out for a different device.